Event description:
Defective bridge rectifier. The pt was sent a replacement system. The problem has been addressed through the use of a glass passivated, full wave bridge rectifier in the main operating unit (mou). This unit was built prior to implementation of this corrective action. No failures have occurred with the new brdige rectifiers.